Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). ECG (electrocardiogram) connector is loose on a printed circuit board assembly. It is noted that the reported wireless communication issues were due to the "allow wireless" radial dial not being selected on the programmer. (B)(4). No telemetry with the rf (radio frequency) head; rf head cable found out of electrical specification.

Event description:
It was reported the programmer had issues with wireless communication. The programmer was returned to the manufacturer, analyzed and tested out of specification. No patient complications were reported as a result of this event.